Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead shock impedance measurement has gradually increased from 50 ohms to 122 ohms. Boston scientific technical services (ts) was consulted and suggested bringing the patient in for further testing. One month later a revision procedure was performed where the ICD was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.